Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that a trained user experienced inadequate glucose control with the ilet, including blood glucose fluctuations, and also reported a touchscreen finger-sensing problem that impaired the ability to wake the device; a warranty replacement was provided and a product return for credit was later completed along with unopened supplies. Symptoms included hypoglycemia of unclear cause. Outcomes included troubleshooting and education by technical support and the field team, and provision of a replacement device under warranty. Investigation included technical support review and field team assessment focusing on best practices for personalized learning and device functionality. Investigation of this case revealed a device performance issue related to finger-sensing on the user interface, while glycemic variability remained user-reported despite education. It was concluded, based on previously established findings for similar reports, that the cause was undetermined for the hypoglycemia and device use-related factors for the user-interface issue. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.